Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery alarm test or occlusion test due to the motor error alarms. All operating currents were within specification. No unexpected off no power alarms noted during testing. The off no power alarm functioned properly and the pump passed the self test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, while she was sleeping the insulin pump alarmed and it woke her up. The device had alarmed power off, she changed the battery, and the same alarm occurred. Then the device alarmed motor error. Customer's blood glucose was 110 mg/dl. Troubleshooting was performed on the motor error. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.